Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not changing in arctic sun device. Possibly malfunction of the chiller compressor. Per follow up information received via email on 09aug2024, issue not yet resolved. Still malfunction. The patient completed therapy by the other one device. The patient kept normothermia with no harm.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Device not cooling. Replaced chiller. Failed chiller pump also contributed to cooling issue. The hot side spade connector between the power inlet module and the ac main voltage circuit card was found to be melted. Replaced power inlet module, ac main voltage circuit card, chiller pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not changing in arctic sun device. Possibly malfunction of the chiller compressor. Per follow up information received via email on 09aug2024, issue not yet resolved. Still malfunction. The patient complete therapy by the other one device. The patient kept normothermia with no harm.